Manufacturer narrative:
During a CT scan, the patient started to complain for chest pain, caused by air embolism. Customer described it as a massive amount of air. The patient was not showing any other symptoms and was hospitalized for observation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the manufacturers investigation. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a during a CT scan, a patient may have experienced an air embolism through use of a contrast injector. No problems with the equipment were reported. The patient was not showing any other symptoms and was hospitalized for observation until stabilized. This product is not manufactured by ge healthcare. Ge healthcare is the importer of the nemoto injector.